Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer occasionally changed the infusion set and cartridge, or would only changed the cartridge. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.